Manufacturer narrative:
Analysis of the trial confirmed that the trial does not exactly match the profile of the corresponding size implant. A corrective action was initiated to address this issue.

Event description:
It was reported that although the 6 x 16 implant trial showed optimal depth deployment on fluoroscopy, the 6 x 16 cervical disc that was implanted extended "a little bit" into the canal. The pt is reportedly doing fine, and no complications have been reported.